Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The trocar balloon, dissector balloon and valve seal appeared intact. The inflation syringe and insufflation bulb were not received. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks were detected. The balloon deflated properly. Using a test insufflation bulb the dissector balloon was inflated, no leaks were detected. The balloon deflated properly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The cap disengaged due to an improperly performed assembly operation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, the device obturator head fell off. Nothing fell into the patient cavity. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.